Event description:
It was reported by a patient¿s mother that the patient had increased seizures when the vns was increased to 1.0 milliamps after he was initially implanted. The output current was then decreased and slowly titrated so the patient could adapt to the stimulation. The patient¿s seizures are better now. Follow-up to the patient¿s mother provided they were not sure what caused the initial increase in seizures. The patient was on five AED¿s prior to vns and is now on six. Additional relevant information has not been received to-date.